Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), UDI#: (B)(4), implanted: (B)(6) 2004, product type: lead. See also manufacturer¿s report #3004209178-2019-06563 and for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was implanted on (B)(6) 2013 and, 3 weeks after surgery, it was discovered that the lead wire was ¿fried¿. The patient also stated that they had another surgery because the implant had ¿popped out¿ of their butt. There were no further complications reported or anticipated.

Manufacturer narrative:
See also manufacturer report # 3007566237-2019-00822 for the patient¿s other device issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0427760v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: lead. (B)(4) to lead (lot# j0427760v) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s ins was implanted on (B)(6) 2012 and, 3 weeks after surgery, it was discovered that the lead wire was ¿fried¿. The patient also stated that they had another surgery because the implant had ¿popped out¿ of their butt. There were no further complications reported or anticipated. Additional information received from a friend who said the cords/wires got tangled and twisted in 2012. As a result of what was reported, all devices had to be replaced. No further patient complications have been reported as a result of this event.